Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the inferior vena cava (ivc) and left iliac vein using an indigo system aspiration catheter 12 (cat12) and non-penumbra sheath. During the procedure, while making an initial pass using the cat12, the physician noticed the hub of the cat12 to be leaking. It was also reported that the cat12 was nearly fractured into two pieces towards the hub. The physician completed the procedure using the same cat12 and sheath. There was no report of an adverse effect to the patient.